Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device was not working. It would not inflate or delate. All the components were removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. According to the physician the implant was 10 years old.